Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The physician did not feel comfortable proceeding with the ppci due to low placement signal and the catheter becoming kinked during insertion.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h5 and h8. Upon review, the labeled for single use and usage of device have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The reported placement signal not reliable alarm was not determined as inability to reproduced. Unrelated to the complaint, while inspecting of the aic aic connector sub-assembly cover was found to be broken and mostly a user related issue.